Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. The patient was under an atrial driven arrhythmia, in addition with premature ventricular contraction (pvc) caused the heart rate to enter into ventricular tachycardia (vt) zone, as a result five inappropriate anti-tachycardia pacing (atp)s and six inappropriate shocks were provided. Therapy was exhausted. Programming options were recommended. No additional adverse patient effects were reported. This ICD remains in service.